Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at the time of incident and the current blood glucose level was 440 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer reported that they did not allege pump was under delivering. Customer stated insulin exited at the quick release. Customer was declined troubleshooting for bent cannula. The insulin pump will not be returned for analysis.